Event description:
It was reported that the syringe 5ml ls sp125 packaging was not completely sealed and the product was found "falling out" before use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "the packages are not completely sealed and the product is falling out"

Manufacturer narrative:
Investigation: two photos of a 5ml syringe in an opened blister pack were received and evaluated. It was observed where the package was opened, the seal was not well pronounced. The open seal defect was rejectable per product specification. Potential root cause for the open seal defect is associated with the equipment failure. There was a poor connection between the heat regulating component and the sealing station. As corrective action, a more secure connection of the wiring between components and/or a detection method for improper connections will be reviewed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 5ml ls sp125 packaging was not completely sealed and the product was found "falling out" before use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "the packages are not completely sealed and the product is falling out."